Event description:
It was reported that during an implant procedure, the patient's statistic levels were compromised and began dropping. The procedure was aborted due to patients health reasons and anesthesia. It was unknown if this was device related. The patient was doing well and currently working on being rescheduled.